Event description:
There was "difficulty pulling down knife and the stapler wouldn't fire" while pt was undergoing esophagectomy. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.